Event description:
The customer reported that the insulin pump had a frozen display. The customer's glucose reading at time of call was 192 mg/dl. Troubleshooting was performed. The customer stated that the buttons were unresponsive. Instructed the customer to remove the battery for five minutes and reinserted, but the frozen display still continues. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.